Manufacturer narrative:
Based on the claim against the product by the customer noting error 40100 occurred, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer resolved the error with power cycle and continued the procedure robotically with all arms. During field evaluation, the fse conducted an inspection and confirmed the error. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). During in-house testing, the usm functioned as expected but failed the fiber test on the clock spring. Fa will be considering this replication of the error and replaced the clockspring. Fa was able to replicate and confirm error 40100 communication fault. Errors 40100 along with 32097 and 31226 communication errors were found in the error logs. The usm passed carriage/ axes controller, motor (acm) fan, led test/brightness, direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction vs, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. The complaint regarding error 40100 was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: an error occurred after the start of the procedure and the surgeon was able to resolve the error and continue with the procedure robotically. Failure analysis confirmed a component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 40100 occurred twice on the universal surgical manipulator (usm) 2. The customer resolved the error with power cycle and continued the procedure robotically with all arms. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initially powered on without errors.